Event description:
Caller reported an error with the continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support on how to reset the pump, and after performing the reset, the error was resolved, allowing the customer to successfully start a new sensor session.